Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011; d314trg ICD, implanted: (B)(6) 2011. (B)(4)

Event description:
It was reported that the right ventricular lead had high impedance and a possible fracture. During the replacement procedure, the right atrial lead was dislodged. Both leads were removed and replaced. No patient complications have been reported as a result of this event.